Manufacturer narrative:
The device was evaluated at olympus service operation repair center (sorc). As a result of the evaluation, the following was confirmed. The angulation was insufficient due to the elongation of the angle wire. The distal end and adhesive of the bending section rubber were damaged. There was an abnormality in the appearance of the connector and control section. The resolution of the endoscopic image decreased due to the damage of the imaging unit. There was a leakage from the connector due to a crack in the resin part. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to omsc. However, based upon the past similar cases, there is possibility that the reported event was caused by breakage of the image sensor unit, defect of the circuit board inside the endoscope connector or of the video system center connected to the device. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that the endoscopic image was displayed in pink and green. There was no report of patient injury associated with the event.